Event description:
It was reported that an ilet user experienced a dosing stopped alert while using a dexcom g7, with reports of variable blood glucose and a period without pump use during which the user used subcutaneous insulin via pen; a new g7 sensor was applied and dosing was expected to resume after sensor warmup. Symptoms included fluctuating glucose readings consistent with hyperglycemia risk during the dosing interruption. Outcomes included temporary interruption of automated insulin dosing with transition to and from multiple daily injections, hyperglycemia with a high level reading of 401 mg/dl without emergency treatment or hospitalization. Investigation included customer interview and device-use troubleshooting focused on cgm warmup and signal availability. Investigation of this case revealed that dosing was stopped due to lack of cgm data during sensor turnover, with dosing resuming once the new sensor completed warmup. It was concluded that the device functioned as designed during cgm warmup and that no device malfunction was confirmed.